Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of high inr results using coaguchek xs meter serial number (B)(4). On (B)(6) 2018 at 8:00 a.m. The customer had a result of > 8.0 inr. The customer took a vitamin k pill. On (B)(6) 2018 at 11:30 a.m. The customer had a result of 1.1 inr. At 11:34 a.m. The customer had a result of 1.3 inr. On (B)(6) 2018 at 7:01 p.m. The customer had a result of 1.0 inr. On (B)(6) 2018 at 12:36 p.m. The customer had a result of 1.8 inr. On (B)(6) 2018 at 5:54 p.m. The customer had a result of 0.9 inr. On (B)(6) 2018 at 10:09 a.m. The customer had a result of 2.0 inr. On (B)(6) 2018 at 8:48 a.m. The customer had a result of > 8.0 inr. The customer took a vitamin k pill. At 9:06 a.m. The customer got another result of > 8.0 inr. On (B)(6) 2018 at 7:58 a.m. The customer had a result of 3.0 inr. On (B)(6) 2018 at 9:20 a.m. The customer had a result of > 8.0 inr. The customer took a vitamin k pill. The customer had no symptoms of high inr (no signs of bleeding) at this time. On (B)(6) 2018 at 7:48 a.m. The customer had a result of 1.1 inr. On (B)(6) 2018 at 5:12 p.m. The customer had a result of 2.3 inr. For one of the other results of > 8.0 inr the customer went to the hospital and her inr was confirmed as 10.2 inr from the laboratory. The customer was treated with frozen plasma and vitamin k due to the high laboratory result. The customer had some bleeding at this time but no medical treatment was required for the bleeding. The customer thought the meter results of >8.0 inr were correct at that time. The customer's warfarin dose was increased based on the low inr results. No serious injury occurred due to those adjustments. The customer's therapeutic range is 2.0 - 2.5 inr. No adverse event occurred due to the vitamin k treatments. The customer is in stable condition. The customer has no concerns with hematocrit and does not have lupus or anti-phospholipid antibodies. The customer is not taking any direct thrombin inhibitors. The customer was sick the week of (B)(6) 2018 with shingles and was taking advil for the pain. The customer's blood pressure was also high this week. The meter and test strips were requested for investigation. Retention test strips (lot 297787) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.